Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an adverse event. The patient stated that the dexcom g6 application keeps losing signal where they have many periods without data. They indicated that they woke up two night in a row with hypoglycemia. Event details were not provided. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be potential patient misuse because the mobile device lost power. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.